Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during, the customer was unable to see insulin drops at exit the infusion set tubing. Reportedly, the customer performed the load fill tubing process for about 40 units of insulin; however, no drops were exiting the tubing. Tandem technical support (cts) instructed the customer to disconnect the tubing from the cartridge and continue with fill tubing. Customer confirmed that insulin drops were unable to be seen at the end of the cartridge pigtail. Cts instructed the customer to load a new cartridge; customer confirmed drops were visible at the end of the tubing after a new cartridge was loaded. The customer was able to resume insulin delivery. Customer's blood glucose level was 153 mg/dl.